Event description:
It was reported through litigation process that, on (B)(6) 2022, a patient was implanted with a port via the left internal jugular vein for treatment of gastroparesis. Approximately one year six months and twenty six days later, on (B)(6) 2023, the patient had developed pain and swelling at port site. Subsequently, the port was removed on the same day, and a new port was implanted. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The medical records allege that an unknown bard powerport was removed, and a new unknown port was implanted for the treatment of gastroparesis. Under real time ultrasound guidance, the left internal jugular vein was accessed and a peel away sheath was inserted. A subcutaneous pocket was created by blunt dissection, and the powerport was flushed with normal saline. The port was then tunneled into the pocket, and the catheter was advanced under fluoroscopic guidance to the caval atrial junction through the peel away sheath. The catheter was securely attached to the port. The port was accessed, aspirated freely, and flushed with saline without leakage. After confirming sponge count, the incision was closed with sutures and surgical glue was applied to the skin. Ultrasound confirmed successful placement of a single lumen left chest port. Approximately one year and seven months later, the patient presented with complaints of pain and swelling at the port site, and the port was removed on the same day. An incision was made across the previous scar, and the catheter was separated from overlying scar tissue using blunt and sharp dissection. The port and catheter were removed in their entirety, and a post procedure spot image confirmed complete catheter removal. The deep tissues and skin were closed with sutures. The patient tolerated the procedure well with no immediate complications. Approximately one month after the initial port implantation, an additional new port was implanted. Following this implantation, the patient reported that the port was bulging outward and painful. Therefore, it can be confirmed that the patient had experienced pain and swelling. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.